Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: 16-dec-2024. Section h3: device evaluated by manufacturer? Yes. Device evaluation: visual inspection was performed on the suspect product received. The plunger rod was found fully advanced and overriding a portion of the lens. The plunger rod tip was observed damaged. Part of the lens was partially delivered and could be observed to be torn as well as having a detached haptic. Viscoelastic residue was distributed through the length of the cartridge. The cartridge tip was observed to be damaged. The lens module was inspected and presented with no damage or viscoelastic residue. The lack of damage in the lens module indicates that the plunger rod tip damage likely occurred after delivery. The device assembly and plunger rod advancement were inspected and presented with no issues. The lens was removed from the cartridge tip, and the lens was observed with damage and a twisted haptic. No further evaluation was performed. The complaint issue "haptic damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic on a preloaded, monofocal, intraocular lens (iol) was kinked. There was no patient contact with the device and thus, no medical or surgical interventions were required. Through follow up we learned the procedure was completed using a back up iol. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: n/a - lens was not implanted. Section d6b - explant date: n/a - lens was not implanted. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.